Event description:
Caller reported that a malfunction alarm occurred on the tandem pump, specifying malfunction code 199. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging for a replacement pump to be sent to the caller. The caller was informed they need to transfer pump settings and connect their cgm to the replacement pump. They were also given instructions to return the faulty pump to tandem to avoid being billed. There was no backup insulin delivery therapy currently available, so the caller planned to consult with their healthcare provider.